Event description:
The company representative on behalf of the customer reported, the nozzle of the videoscope was clogged.

Manufacturer narrative:
This report is being submitted for correction. Customer allegation updated from "nozzle disconnection" to "nozzle clogged". The investigation is ongoing. A supplemental will be submitted on completion of investigation or if new information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Scratches were found throughout the device. The bending angle was insufficient due to angle wire elongation. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Rattling of the bending section was noted. The insertion tube was discolored. There were wrinkles in the insertion tube. The adhesive of the bending section cover was missing. Discoloration was observed on the operating part and there was water invasion on the electrical connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the videoscope exhibited nozzle disconnection. The device was returned and an evaluation revealed, the adhesive part of the illumination lens had come off. There was a gap in the glued end or dirt had entered the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.